Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Additionally, review of the submitted pump cable photo confirmed damage to the silicone jacket of the external portion of the pump cable and brown discoloration of the pump cable inline connector bend relief. A specific cause for these findings could not be conclusively determined. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated as intended at the set speed. A driveline power fault alarm was activated on (B)(6) 2021 and was active for the remainder of the data. The pump appeared to be operating as intended. The submitted pump cable photo showed a small cut in the pump cable near the pump cable inline connector bend relief. The underlying armor layer was visible, but did not appear to be damaged. Additionally, brown discoloration of the pump cable inline connector bend relief was noted. The submitted x-rays were reviewed, but a driveline wire compromise could not be confirmed. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. This section also provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 5 outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a driveline power fault alarm on (B)(6) 2021 that was resolved by clearing in clinic. No repeat alarms occurred. The log file confirmed the driveline power fault alarm. It was recommended to exchange the modular cable and controller but this was not done due to suspicion of damage near the modular cable connection on the patient side. X-ray photos of the internal portion of the driveline were unremarkable, and an image provided showed driveline damage near the modular cable connection. There were no attempts to repair the driveline.